Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
Additional information: h.6. Results code 213: a review of the sterilization records indicated the lot met all pre-release specifications. Product investigation report conclusion the specific cause of this complaint could not be determined. Gore did not receive the explanted device and information regarding the device form and the procedure were not available. A product history review was completed, including device manufacturing, heparin coating, and sterilization processes, and the device lot met all pre-release specifications. The investigation confirms the complaint of occlusion but is unable to assign cause. There are potential process failure modes and reasonably foreseeable misuse(s) identified for which cause is possible, but no conclusion can be drawn on them because the device was not available for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2021 a patient underwent endovascular treatment in the tambe clinical trial. A gore® viabahn® vbx balloon expandable endoprosthesis was utilized as a branch vessel stent in the left renal artery. After the stent was deployed, it became occluded with thrombus. This occlusion was treated by means of thrombolysis and balloon angioplasty. The patient tolerated the procedure.